Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. During troubleshooting with tandem technical support, the pump was reset to clear the alarm and subsequently the pump touchscreen was unresponsive and the wake button was not working while connected to power source. Customer pressed the wake button with more force and the wake button performed as intended, however the malfunction alarm then reoccurred. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.